Manufacturer narrative:
The reported complaint of "the red alert led of the autopulse platform (sn (B)(6)) is on and there is an error message" was confirmed during review of the archive data but not during functional testing. Based on the archive data review, the unknown error message reported by the customer was determined to be user advisory (ua) 12 (lifeband not present) error message. The autopulse platform shows an alert (red led) whenever an error or fault condition exists for the platform. The autopulse platform passed the functional testing and worked as intended. The possible root cause of the reported (ua) 12 was the band clip on the lifeband not properly engaging the safety switches in the drive shaft, because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. The reported complaint of "suspected water damage" was confirmed during visual inspection. Upon opening the bottom cover, blood and fluid ingress were observed. Bio-cleaning was performed and the contaminated channel die-cast and ui membrane were replaced to address the observed contamination. The root cause for the observed contamination was likely attributed to user mishandling. Visual inspection of the platform was performed, and no physical damage was observed. A review of the archive data showed (ua) 12; thus, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. The autopulse platform passed the initial functional testing without any fault or error. A belt clip was inserted into the spool shaft and it was verified that the switch does close and the switch lever is parallel to the switch case. The two screws that hold the switch lever parallel to the switch case were inspected and were observed to be present and correctly tightened. The (ua) 12 could not be reproduced. During servicing, unrelated to the reported complaint, it was observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred, but the drive shaft still did not rotate freely. The clutch plate was then replaced, but the drive shaft continued to exhibit binding and resistance. The drive train motor was finally replaced to remedy the issue. Subsequently, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The customer reported the autopulse platform (sn (B)(6)) will not properly turn on. The red alert led is on and there is an error message. The customer suspects there was water damage. No additional information has been provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.